Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon did a poly and head exchange on patient's (surgical site not stated) hip due to eccentric wear in the acetabulum.